Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 843a, expiration date 08/31/2010). Reference medwatch report with (B) (4) for the suspect device used in the coaguchek xs system.

Event description:
Caller states that during a correlation study, the patient tested 2.4 inr on the coaguchek xs system and 1.9 inr on the coaguchek s system. No treatment information provided. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.